Event description:
During pre-cleaning of endoscope, the package of first step will not open when torn along the perforation. This forces one to use extra strength to tear it open, and when done it splashes the enzymatic solution up in the air and towards face.